Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device history logs indicated a low battery warning and a simultaneous shutdown warning. The device then shut down and the last power off event showed that the shutdown was due to low battery power. The device warned the user of the low battery condition before shutting down. Therefore this claim is being closed as device meets specification. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.